Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 375cc mentor memorygel breast implant and experienced right-sided breast pain postoperatively. The patient experienced right-sided breast pain sometime in 2019. As a result, the patient underwent unilateral removal and replacement with a 375cc mentor memorygel breast implant (catalog #: 3544375, serial #:(B)(4)) on (B)(6) 2019. The event date was estimated as (B)(6) 2019 based on available information.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).